Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The consumer reported that the patient had a loss or change in therapy, did not feel stimulation, and had no trauma/falls associated with the event. The patient had been taking more water pills and was having a return of symptoms since (B)(6) 2015. The consumer notified their managing health care provider (hcp) about their return of symptoms at appointments on (B)(6) 2016 and (B)(6) 2016. The patient saw the manufacturer representative on (B)(6) 2016 and they changed the setting from program 4 at 2.2v to program 4 at 2.4v. The circumstance that led to the patient's return of symptoms was that the device was turned off automatically because of the patient's knee replacement on (B)(6) 2015, which they didn't realize. The steps taken to resolve the return of symptoms were turning it on with the remote, adding programs by the manufacturer representative, and the patient was keeping a diary now. The patient had no improvement at night. The patient's return of symptoms would hopefully be resolved in the process and the patient would change program to number 4 at 2.6v if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.